Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of fluctuating blood glucose of 30mg/dl to 300mg/dl. Troubleshooting found that the customer treated their low blood glucose with peanut butter and juice and treated their high blood glucose with insulin. Customer declined to troubleshoot further. No further assistance was necessary and no further details given.